Event description:
The customer reported that the system displayed corrupted images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the hard drive, reloaded the software and calibrated the files. The system was tested and found to be working as intended and put back in service.